Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter the customer's address is unknown. Unknown, (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5103909. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe leaked medication while drawing it from the vial. The following information was provided by the initial reporter: "indication: systemic involvement of connective tissue unspecified. Event: patient reported that last time he received shipment the syringe the nurse used to draw up medication from single dose vial was defective and medication leaked out of syringe dose was missed. No adverse event reported syringe used for rx ilaris sdv 150mg/ml inject 150 mg under the skin every month. Reported to caregiver."